Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test. Unit received with intermittent up arrow button due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit received with partially broken reservoir tube lip. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a serious injury on (B)(6)2017 and had a visit to the emergency room for 6 hours. The customer made breakfast but did not eat yet and he left the house with a blood glucose level of 104 mg/dl to get the mail from the mail box that was about a couple of hundred feet and he did not make it back. The customer had passed out and hit the concrete. Two veterinarians found him and took him to the hospital. After 2 glasses of orange juice, the customer reached the hospital with a low blood glucose level of 48 mg/dl. The customer stated that they had experienced the low blood glucose from not eating and going through a flight of stairs. The low blood glucose caused him to have a split head, broken ankle, and two head injuries. The customer was wearing the insulin pump at the time of the hospitalization. The customer was treated with intravenous glucose and his blood glucose came back up. Additionally, the customer reported that the insulin pump¿s screen was scratched and difficult to read. There was a deep crack on the bottom left of the insulin pump. The damage occurred when they fell to the ground. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.